Event description:
The customer called to report a motor error alarm during the prime process. The insulin pump was not exposed to a high magnetic field. Troubleshooting was performed, and the insulin pump failed the displacement test. Advised the customer to discontinue using the insulin pump as the insulin pump would be replaced. The customer did not have a back up plan, and stated he would be visiting his doctor or making a trip to the ER for treatment if needed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.